Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. Customer's blood glucose (bg) level was over 500mg/dl. Reportedly, customer performed a supply change and drank water to address the air bubbles and high bg.